Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - code 114 is based upon the evaluation of user facility information and the investigation of the returned sample; code 213 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly was returned mated with the hemostasis sheath. Upon visual analysis, bloodlike substances were found on the main body of the device. The hemostasis sheath was found to be mated with the carrier tube assembly. The deployment sleeve was in the forward lock position with the color bands fully concealed. The anchor was exposed at the distal tip of the hemostasis sheath and it wasn't posted to the sheath tip. For functional testing, the deployment sleeve was pulled to rear lock position and the color bands were exposed. Then tension was applied on the anchor and the collagen and suture unspooled from the device as intended without issues. The complaint could be confirmed for the allegation of deployment issues of the device as the device was not set to rear lock position before attempted to be deployed. The device was pulled into rear lock position and no issues were found. The likely root cause of the alleged event could be related to the user not locking the device into rear lock position. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device was used at the end of a percutaneous coronary intervention (pci) with right common femoral artery (cfa) access. The device failed to properly deploy therefore manual pressure was needed to achieve hemostasis. No further equipment or procedures were necessary. The patient was in stable condition and was discharged. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2021: the sheath size used was a 6fr sheath.